Manufacturer narrative:
Device analysis the returned product of a sentinel cerebral protection system (cps) was visually and functionally analyzed by a boston scientific quality investigator. Visual analysis of the returned device revealed the proximal was sheathed, the articulating distal sheath (ads) was relaxed, and the distal filter was unsheathed. The sentinel cps was successfully flushed through the front handle flush port, the rear handle flush port, and the distal filter slider flush port without any difficulties. During functional testing the proximal and distal filters were successfully unsheathed without difficulties. The articulating distal sheath could be fully articulated and deflated without any issues and a guidewire passed through the device with no difficulty. A video recording was received that showed the sentinel cps was difficult to remove from the introducer sheath and a portion of the proximal filter was visible. Despite the received video recording which showed the sentinel cps was difficult to remove from the introducer sheath and a portion of the proximal filter was observed, no corroborative damage was observed during product analysis. Product analysis could not confirm the reported device/component broken/separated during procedure and device difficult to remove.

Event description:
It was reported that a broken device component occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. During removal of the sentinel cps from the patient, difficulty was encountered as the device became caught on the unknown introducer sheath. The sentinel cps and unknown introducer sheath were removed as a unit. After removal from the patient, the sentinel cps was inspected and manipulated, and a broken component on the device was observed. There were no patient complications.

Event description:
It was reported that a broken device component occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. During removal of the sentinel cps from the patient, difficulty was encountered as the device became caught on the unknown introducer sheath. The sentinel cps and unknown introducer sheath were removed as a unit. After removal from the patient, the sentinel cps was inspected and manipulated, and a broken component on the device was observed. There were no patient complications.